Event description:
It was reported to the manufacturer on (B)(6) 2012, by user facility report number (B)(4), that during an elective right shoulder impingement rotator cuff repair, a disposable hand piece made a loud "pop" sound or shorted out. Direct visualization of the field was in progress. The surgeon immediately removed the hand piece from the surgical field. The surgeon stated that the hand piece was shocking him. The device was sequestered and a new hand piece was obtained and used with no further complication. There was no harm to the surgeon or the patient.